Manufacturer narrative:
(B)(4).

Event description:
[Pt] alleges: "perforation of the posterior medial strut of the filter beyond the wall by approximately 3 mm. Possible perforation of the posterior lateral strut beyond the wall approximately 1 mm".